Event description:
A report was received that the patient's incision at the ipg site had opened. The patient was prescribed antibiotics for the wounds and the physician did a superficial closure on the incision site. The physician confirmed that there was no infection.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's incision at the ipg site had opened. The patient was prescribed antibiotics for the wounds and the physician did a superficial closure on the incision site. The physician confirmed that there was no infection.